Event description:
It was reported that in 2001 that there was blood leaking at the level of the tunnelized catheter with collapsing of the catheter. Two days later, opacification of the catheter and extravasation at the arterial catheter level was noted.